Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the hose was not coming apart. The motor was observed under the microscope and had slight wear marks but not coming apart. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the ¿cord was coming apart from where it goes into the handpiece.¿ the product was not used in surgery. There were no injuries or medical intervention reported. The reporter later verified that it was the hose that was coming apart where it goes into the handpiece. There was no additional information provided.